Manufacturer narrative:
The device was not returned for evaluation. Unique device identification (UDI) - ((B)(4). Device history record (DHR) - lot 217366, conformed to the specifications when released to stock . The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported malfunction of the microsensor catheter: product used to treat a head trauma. Opening was performed according to protocol, pic monitor was turned on, instructions were followed resulting in configuration code 535 and proceeded to perform a test on a catheter tip in water which marked 67mmhg. The same procedure was performed 3 times evidencing the malfunction of the catheter, so it was accessed to change it with proper functioning of the catheter. No patient injury reported.